Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the patient has been experiencing an increasing of urinary incontinence with this artificial urinary sphincter (aus), as they suspect the device is not working properly. The patient will be evaluated in office. No further information has been reported.